Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred as the customer was turning on the pump. There was no impact to the customer&#38112;blood glucose level because the customer was not wearing the pump at the time of the event and was using manual injections.

Manufacturer narrative:
The alleged issue could not be confirmed and testing could not be performed due to no usb communication/usb pin damage.